Manufacturer narrative:
(B)(4) expiration date: 04-30-2016 - (B)(4); (B)(4) expiration date: 04-30-2016 - (B)(4); (B)(4) expiration date: 04-30-2016 - (B)(4). Review of the controller log files revealed several occurrences of premature power switching prior to the 25% threshold involving batteries (B)(4). These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. However, the consistency of these switching events at high relative state of charge without a change in power sources, is the pattern in question. A review of the devices' ((B)(4)) manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Supplemental testing: (B)(4): the controller housing cover was removed, during the visual inspection it was noticed that the housing cover was found contaminated with foreign substance. After removal of the esd shield and the main pcb board from the controller housing, each controller port connector nut was inspected and theps1 port connector nut was found loose. The controller port 1 connector black o ring gasket was found displaced from the ps1 port connector and the outside of the controller housing. One controller and three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices ((B)(4)) met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed several occurrences of premature power switching prior to the 25% threshold involving batteries (B)(4). These premature switching events were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation under (B)(4) to evaluate these types of issues. Analysis of the batteries (B)(4) revealed that the devices met specifications; the devices passed visual examination and functional testing. Analysis of the battery (B)(4) revealed that the device failed to meet specifications; the device passed external visual inspection but failed functional testing as a result of the cell pair positive (+) terminal connection bridge welding found perforated with internal electrolyte leaked outside and corrosion. In addition, the electronics (pca) printed circuit assembly wires were found with cold solder joints and thru-hole damage. An internal investigation has been open to address this type of issue. Analysis of the returned controller revealed that the device failed to meet specifications; the device failed visual inspection as a result of power port 1 connector found loose from the controller housing with the o ring gasket displaced. However, this port performed proper mating and locks action when a power source was connected and the controller was able to pass functional testing. This observation is considered not related to the reported event. The most likely root cause of the reported event may be attributed to a combination of a communication error between the controller and the batteries and a battery with soldering and welding issues. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Clinical narrative: it was reported by the site that the patient had re-occurring power switching events. It was stated that the patient marked the affected batteries and log files were sent to the manufacturer. It was stated that the exchagne resolved the issue. No additional information provided. Investigation is ongoing